Manufacturer narrative:
Additional information: b5, d4 plant investigation: nonconformity was not observed during the manufacturing process. No other complaints have been reported about this batch number. The sample was not returned for evaluation; however, the described problem is a known issue. The plug connection to the sensor must have a tight fit to ensure that it is watertight. However, the design of the cable and the resulting manufacturing process makes the cable susceptible to damage during use (breaking or tearing out of the components). The component is a purchased part. The issue has been forwarded to research and development to review the design for improvement

Event description:
A user facility reported multiple instances of integrated pressure sensing (ips) connecting cable malfunctions and/or breakages. There was no indication of resulting patient serious injury. Upon follow-up, it was reported the complaint sample was disposed of onsite and unavailable for product investigation. Additionally, the serial number of the component was updated.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported multiple instances of integrated pressure sensing (ips) connecting cable malfunctions and/or breakages. There was no indication of resulting patient serious injury. It was unknown if the complaint samples were available for product investigation.